Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator experienced a blood leak detector system alarm at the beginning of a routine home hemodialysis treatment. No blood was observed in the waste line. Manual rinseback was attempted but could not be completed, resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler was returned and evaluated. Analysis of the log files indicate that the alarm was most likely a result of dirt or debris on the blood leak detector (bld) mirror that interfered with the bld signal. The user's guide provides instructions for cleaning the mirror on a monthly basis. A direct correlation between the nxstage system one and the reported blood loss cannot be established. The event has been reviewed with facility staff and additional training performed. Nxstage medical considers this report closed. No additional info will be provided.